Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of the fenestrated bipolar forceps instrument broke and fell into the patient. The broken piece was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece, approximately 0.53" x 0.20", was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. This complaint is being reclassified as a reportable event due to the following conclusion: it was reported that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no other reported patient injury. While there was no other report of harm or injury to the patient, surgical intervention was required to retrieve fragment(s). Additionally, the device was returned for failure analysis, which confirmed the component that broke/had material detached/separated.